Event description:
Healthcare professional reported a xen®45 gts event described as "blue slider was broken." Device did not make patient contact. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of slider resistance is a known potential adverse event addressed in the product labeling.